Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to implant a protege everflex self-expanding stent with a 45cm 6fr non-medtronic sheath and a .014 non-medtronic guidewire during treatment of a 180mm fibrous lesion in the patient¿s right mid superficial femoral artery (sfa). Lesion exhibited cto (chronic total occlusion-100%) stenosis. Vein diameter reported as 5.5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was post dilated with a 3.0 x 210 rapidcross balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. Stent deformation/elongation mid deployment during procedure was reported. Deformation was not noticed in vivo during positioning. Stent placement was not adjusted after initial flowering of stent. The length of the deployed stent in vessel was 200m. The delivery system was safely removed from the patient. A second 6x150mm protégé everflex stent was placed inside the deformed stent to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.